Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: during investigation, the keypad rubber was undamaged and all keypad buttons were responsive to user input. The allegation of unresponsive keypad buttons was unable to be duplicated. The keypad was removed to find no contamination or damage was found to the button contacts. The pump cover was removed to find further moisture corrosion on the power printed circuit board, the display circuit, and to the continuous glucose monitoring module.